Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm as the pump did not vibrate and device test failed as pump failed vibration test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and ran self test and pump did not vibrate during test. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test. No device test failed alarm noted during testing. No vibration noted during testing. Successfully downloaded history files and traces using thump/carelink. Swapped out the test case and vibrator motor functioned properly. Pump was cut open to perform visual inspection and found moisture damage inside battery tube and vibrator motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, keypad overlay texture damage and missing display window cover. In summary, pump passed all required testing. Device test failed alarm not confirmed. Audio/vibrate anomaly/absence of alarm was confirmed due to moisture damage on vibrator motor. Cosmetic damage found on the pump case. Moisture damage found inside battery tube and vibrator motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.